Event description:
It was reported that an infusion of immune globulin (30gm/300ml) 1000 ml originally programmed at 300ml over 3 hours (rate of 100ml/hr), however the patient received approximately 400ml instead of the 300ml ordered dose. The customer stated that the label which showed the ivig product used was carimune 6 grams, a powder product and diluted to 6gm per 200ml. The tech prepared 30grams in a total volume of 1000ml. The label had just immune globulin, no brand name attached to it, and 30gm(circled by technician), however the technician did not see the volume on the label. The patient was discharged the same day without harm reported. It was later reported per biomed: pharmacy prepared the incorrect product and sent up a 1000ml product rather than the expected 300ml product. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer originally provided 2 lvps for investigation, though neither were shown to have been infusing the event medication or dosage as described (s/n¿s (B)(4)). At a later date, the customer informed us in an email that the event device was likely s/n (B)(4). Requests for the correct device were made however the source device was never received. An ¿as-received¿ inspection was performed on the received pump module and disposable set. There were no anomalies observed with the returned primary set (model 2420-0007). The customer¿s report of an overinfusion due to infusing at the wrong rate was not confirmed. Physical inspection showed no anomalies. Review of the pcu event log does not show either device was programmed with immune globulin (30gm/30ml) (1000ml) that was supposed to be 300ml over 3 hours and instead programmed as 300ml to be infused at 100ml/hr. Functional testing showed no anomalies. The root cause of the report of an overinfusion due to infusing at the wrong rate was not definitely identified.

Event description:
It was reported that an infusion of immune globulin (30gm/300ml) 1000 ml originally programmed at 300ml over 3 hours (rate of 100ml/hr), however the patient received approximately 400ml instead of the 300ml ordered dose. The customer stated that the label which showed the ivig product used was carimune 6 gram a powder product and diluted to 6gm per 200ml. The tech prepared 30 grams in a total volume of 1000ml. The label had just immune globulin, no brand name attached to it, and 30gm(circled by technician), however the technician did not see the volume on the label. The patient was discharged the same day without harm reported. It was later reported per biomed: pharmacy prepared the incorrect product and sent up a 1000ml product rather than the expected 300ml product. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Correction: h.4.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: tubing; 2420-0007.

Event description:
It was reported that an infusion of immune globulin (30 gm/300 ml) (1000 ml) originally supposed to be 300 ml over 3 hours. The device was programmed as 300 ml to be infused at rate of 100 ml/hr. The patient received about 400 ml instead of the 300 ml ordered dose. The customer stated that; ¿the red book had the label which showed the ivig product used was carimune 6 gram a powder product and diluted to 6 gm per 200 ml. The tech prepared 30 grams total volume 1000 ml. The label had just immune globulin no brand name attached to it. The label had 30 gm in which the tech circled.¿ the user stated: ¿she didn't see the volume on the label¿. The patient was discharged the same day without harm reported. It was later reported per biomed ; "pharmacy prepared the incorrect product and sent up a 1000 ml product rather than the expected 300 ml product." Although requested, no further details were provided by the customer for this event.